Event description:
Falsely depressed phenobarbital (phe) results were obtained on 2 patient samples on an immulite 2000 xpi instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument. The repeat results were higher than the initial results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed phe results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) and reported that clot detect errors were triggered on quality controls. On this day, the customer indicated that falsely depressed phenobarbital (phe) results were obtained on 2 patient samples on an immulite 2000 xpi instrument. The siemens specialist requested customer to select the prime option on the monitor for 10 repetitions and inspect for air in water bottle tubing and dual resolution dilutors (drd's). The customer noticed air in the tubing of water bottle and bubbles in drd's. The customer bypassed the water bottle lid and directly placed tubing into the water bottle with tubing lower than the water level, and primed drd's. Air in the tubing and drd's was removed. Then, the customer performed a clot prime, removed air bubbles from transducer, reconnected tubing back to the water bottle and primed it. Next, the customer again bypassed the bottle, selected prime and removed all bubbles from the tubing. The customer replaced water bottle on the instrument and observed no air bubbles in the tubing or drd's. All qc were acceptable with no clot detected errors. The cause of the falsely depressed phe results is unknown. The instrument is performing according to specifications. No further evaluation of these devices is required.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2022-00020 on 21-jun-2022. Additional information (08-jul-2022): siemens further investigated the issue and concluded that the probable cause of the falsely depressed phenobarbital (phe) results is due to air in the water tubing and malfunction of the water bottle. The investigation conclusions code in section h6 was updated based on the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.